Event description:
The customer observed error code 5623 unable to process test, ict reference solution not aspirated while using the architect c8000 analyzer. The customer observed a bubble in syringe #12 and the tubing from the y-fitting was disconnected on syringe #11. The customer performed 2131 flush ict cup and 6063 flush ict module, but it was noted that syringe 12 keeps getting loose at the connection between the check valve and the syringe. The customer replaced the syringe and flushed the cup. No further issues were observed. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.